Event description:
Legal claim alleges that the pt, originally implanted in 2001, was revised in 2008 to address fracture of the hip stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.